Event description:
It was reported, that video system center had no image when the snare was placed around the polyp and when the blue foot pedal was pressed. When the esg-300 was stopped, the image came back on the monitor and the polyp was removed. The issue was found during a therapeutic colonoscopy with polypectomy procedure and there was a delay of 5-10 minutes. The patient was under a minor dose of painkiller type rapifen. The intended procedure was completed using the same set of devices. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device was not returned. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.